Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) wondering if the right atrial (ra) and right ventricular (rv) lead were reversed in the cardiac resynchronization therapy defibrillator (crt-d) header as p-waves were seen on the shock electrogram (egm). Ts discussed that the p-waves were more pronounced, but the r-waves were much clearer and the pattern looked the same as in past presenting egms. Ts was not of the opinion that they were reversed. Noise was also seen in stored atrial tachy response (atr) episodes on the ra and shock emgs, being oversensed and causing the atr episode. The crt-d remains in service. No adverse patient effects were reported.